Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, lot # unknown, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient stated she had been having intermittent episodes of opioid withdrawal. The patient stated that mostly she felt flu-like symptoms, aching, sweating, back pain, underdose symptoms, ¿etc.¿ the nurse refilled the pump on (B)(6) 2015 and there had been increasing reservoir volumes. The actual / expected volumes were not known at this time. As a result the pump was explanted. The nurses in the refill clinic felt that there may be a catheter issues. The patient was on the elective replacement list and was originally booked for a catheter replacement as well, but the patient wanting only to have the pump replaced at this stage. The patient felt that her symptoms were because of the aging pump and the pump nearing the elective replacement indicator (eri 2 months) and end of life (eol). The patient was to return to the refill clinic in ¿6/52¿ for reassessment of the wounds and dosage. If the symptoms continued a catheter replacement would be scheduled. At the time of the pump replacement, there was good cerebros pinal fluid (csf) backflow. No diagnostic testing or troubleshooting were performed. At the time of the report the patient's status was reported as alive-no injury. The patient was on flex dose background plus three steps with big difference between hourly dosages. The patient was doing well immediately post-operatively and was discharged home on (B)(6) 2015. This device system delivered hydromorphone and ropivacaine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented for post-op pump refill on 2015-(B)(6). She felt she was doing much better with the new pump and stated she was not having the "dips" in her pain relief anymore. Should additional information be received a supplemental report will be filed.